Manufacturer narrative:
Additional information for this event is not yet available. Event date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. The user¿s complaint was confirmed. Upon inspection, it was noted that the glue of the distal end bending rubber was peeling. Cause for the issue could not be determined.

Event description:
As reported for this event, during reprocessing the device black adhesive at the distal end was crumbling and coming off. There is no patient involvement and no harm reported to any patient.

Manufacturer narrative:
Additional information regarding the reported event was received. This supplemental report is being submitted to provide this information. Initial reporter is a biomedical technician. There was no patient injury or infection due to the event. There was no visual deformation noted on the bending section of the scope. Other than the reported issue, no other anomalies were observed during inspection. A leak test is being performed after each use of the scope and had passed. The device is manually reprocessed and put into an automatic reprocessor. The scope is being stored in a storage cabinet by hanging vertically.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: g4, g7, h2, h4, and h10. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. Device does not have any available repair history. The adhesive of the distal end probe unit peeled off and chipped off. The ultrasonic probe cover surface had scratches, which appear to have been made with something sharp. There was a crack in the cover of the curved portion, likely caused by some external force outside of the device, since there was no leakage. Overall, the device had multiple dents and rubbing scratches. Root cause could not be conclusively determined, however, the likely cause is as follows: the distal end of the device concerned and the surface of the ultrasonic probe cover were scratched with sharp objects. In addition, multiple scratches, such as dents and scratches, were observed on the entire tip. Therefore, it is possible that external force exceeding the expected value may be continuously applied to the part under normal use, including the reprocessing process. Regarding the chipping of adhesive on the distal end probe unit, it is considered probable that the surface was gradually scraped off due to factors such as the brushing of the part concerned with excessive force during cleaning of the device. The watertightness status of the device is maintained; however, there is still a possibility of cross-transmission due to the inability to clean the areas concerned in terms of cleanability. Therefore, it is considered that the device should not be used with the adhesive removed. The instructions for use includes the following statements: important information please read before use warnings and cautions do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.